Event description:
It was reported through the stryker facebook page, "I have a question. Both of my knee implants failed the first one blew apart and I fought the doctor's for 3 years and finally convinced them that something wasn't right. I ended up with missing chunks of bone the tendon, ligament and muscle were destroyed beyond repair and the surgeon put a brand new implant in and lied to the team of doctors involved and the implant failed because there wasn't anything left to support it."

Manufacturer narrative:
Reported event an event regarding patient factors involving an unknown knee implant was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned to the manufacturer.